Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A material manager reported that following an intraocular lens (iol) implant procedure, the iol was exchanged due the patient experiencing blurry vision. Additional information was provided by the material manager, who reported that in the surgeon's opinion there was "displacement of the iol, initial encounter". The event resolved with treatment.